Event description:
On (B)(6) 2011, the patient complained that her blood glucose levels had been elevated for two months and have ranged anywhere from 2 mmol/l to 15.3 mmol/l. Pump settings and delivery history were reviewed with the patient and confirmed to be accurate. There was no evidence of a mechanical issue with the pump and the pump did not reasonably cause or contribute to any injury. This complaint is being reported because, the patient had low blood glucose of 2 mmol/l (37 mg/dl) while on insulin pump therapy.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: no defect was found with the subject pump. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. The pump accurately delivers 2.00 units/hr for 29-hr period. The basal and bolus deliveries added up correctly with tdd.